Manufacturer narrative:
Follow-up #1: date of submission 11/27/2013. Device evaluation:the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: during investigation, the pump powered on with a dim, discolored display screen. A test display was used for investigation and was found to function appropriately.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is discolored. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.